Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: during start up the tf 232056 (plausibility between pambient and pfilter failed) occurs and selftest fails. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during start up the tf 232056 (plausibility between pambient and pfilter failed) occurs and selftest fails. No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: during start up the tf 232056 (plausibility between pambient and pfilter failed) occurs and selftest fails. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). A detailed investigation was performed by an expert from the technical service: in future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. Based on the information found, the root cause and the correction could not be determined. The customer did not provide sufficient information. There was no patient or user harm reported.